Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
During a procedure, the screwdriver fractured. No pieces fell in to the patient and there was no delay in procedure. The driver fractured at the end of tightening the screw so no further tightening was needed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.(B)(4).